Manufacturer narrative:
A steris service technician arrived onsite to inspect the amsco 400 sterilizer and found that two bolts on the s4 valve had broken subsequently causing the reported event to occur. The technician replaced the bolts, tested the unit, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that their amsco 400 sterilizer was leaking water onto the floor. No report of injury.